Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received an alarm and now it was shuts off and the screen went blank. The customer¿s blood glucose was unknown. Customer reported that the backlight was not stayed on like before. Customer was advised to install a new lithium, alkaline or fully charged battery and then the backlight worked. Customer was advised to monitor the insulin pump and also provided information regarding backlight use. Customer reported that they set backlight time to 3 minutes but the backlight was shuts off within 1 minutes. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display or back light anomaly noted during testing.